Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified middle left anterior descending artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was pressurized at 6 atmospheres; however, it ruptured upon second inflation at 8 atmospheres within 20 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications reported and the patient was in good condition after the procedure.